Event description:
Related manufacture reference number: 2017865-2023-25004. In was reported that the patient presented during clinical follow-up. Interrogation noted that the right ventricular lead exhibited failure to capture and the atrial lead had dislodged. Both leads were explanted on (B)(6) 2023. The patient was in stable condition.